Event description:
It was reported that the patient¿s blood glucose (bg) reached 329 mg/dl while wearing the pod between 1 and 4 hours. .it was discovered that the needle did not move forward when the pod was activated and the patient was bleeding.; this indicates a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.